Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented with a driveline fault alarm. Visible kinking on the driveline was seen, especially going into the system controller. The patient's modular cable and system controller were exchanged. The driveline faults resolved. The pump restarted without issue. A review of the log file revealed low power advisories due to battery depletion starting (B)(6) 2024. The patient waited too long or waited for the advisory alarms to replace the battery. The event log indicated that the patient didn't utilize the power module/mobile power unit. The log file also revealed driveline power fault alarms (power b) starting at 098:55 until the end of the log at 10:56 on (B)(6) 2024. There was no pump interruption during these events. Related manufacturer reference number: 2916596-2024-02638 (system controller).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via the provided log file; however, the reported event of the modular cable being kinked was not confirmed. Data from (B)(6) 2024 was reviewed; a driveline power fault alarm activated on (B)(6) 2024 at 09:55:08 due to a drop in current across the power-b line, the alarm remained active throughout the remainder of the data. The driveline power fault alarm did not affect the controller's ability to support the system. No other notable events were observed. The modular cable (lot number 8250763) was not returned for analysis. Available information for this event indicates that the alarm resolved upon exchanging the system controller and the modular cable. The root causes of the reported events were unable to be conclusively determined through this analysis. However, the reported kink in the modular cable could have contributed to the observed alarm. Review of the device history record for the modular cable, lot number 8250763, showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 4 ¿living with the heartmate 3¿ and section 6 ¿caring for the equipment¿) instructs users to regularly inspect their modular cables for signs of damage and to obtain a replacement if needed. Damage to the modular cable may interrupt pump operation. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including driveline power fault alarms. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). No further information was provided. The manufacturer is closing the file on this event.